Manufacturer narrative:
An investigation was performed on all available information. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The device was calibrated to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in patient use when the reported event occurred.